Manufacturer narrative:
A ge rep evaluated the system and troubleshot system. Unable to duplicate problem. Completed system assembly inspections. Tightened ac transformer lugs, adjusted workstation power supply from 4.84v to 5.2v. Tested system, system operating as intended.

Event description:
Customer reported the monitor is blinking and the system is losing images. No pt injury was reported.